Event description:
On 2025-mar-04, information was received from a patient receiving morphine and bupivacaine via an implantable pump for spinal pain. It was reported the patient stated their batter was going to go dead sometime soon (normal battery depletion) and the patient had an appointment to have the pump removed because they "don¿t want it anymore". The patient inquired about what would happen to it if they left the implant as it is and it runs out of medicine, in reference to leaving the pump implanted past eos. The agent reviewed considerations. When the agent inquired further, the patient stated they don't need the pump anymore and it has helped for 5 years that they've had it and has been wonderful. The patient mentioned they want the pump explanted, but their husband does not want them to get it taken out. The patient mentioned "years ago," they had an magnetic resonance imaging (MRI) and when the MRI turned the pump off, by the time they got out of the machine, they were about to scream because it (the pain) hurtso bad, but as soon as they got the doctor's office and they turned it (the pump) back on, the pain was gone, in reference to how much the medicine helps them, and they physically felt it for the short amount of time that the pump was stalled prior to recovery/post-MRI pump interrogation. While on the call, the patient mentioned their pump medicine was currently being tapered down. The patient stated they were currently at 10 mg/ml, but were at 20 mg/ml, and mentioned the were down to "a (1) mg in 24 hours." Information was reviewed, and the patient was redirected to their healthcare professional (hcp) to discuss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-21, additional information was received from the patient. The patient reported next thursday, they are removing the pump but the doctor said he will not be taking out the catheter.